Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis while using the blood glucose monitor. The patient received a blood glucose result of 237 mg/dl on (B)(6) 2025 at an unknown time, prior to the event. In the afternoon on (B)(6) 2025 at an unknown time, the patient received an unknown blood glucose result. It was reported that the result was lower than expected. The patient started vomiting around 4:00 p.m. The patient administered humalog insulin via the medtronic 770g insulin pump around 4:00 p.m. The amount of insulin taken was not provided. The patient also went in and out of consciousness. The patient was transported to the hospital by his girlfriend and they arrived at 7:30 p.m. The blood glucose result at the hospital was 954 mg/dl. The patient was treated at the hospital with humalog, potassium, and antibiotics via IV starting at 8:00 p.m. The patient was admitted into the hospital for 3 days.